Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical product: catalog #: 114010, mosaic eas off mod hd 44x15mm, lot # 763670. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital will not return it. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02864. Device evaluated by manufacturer? Requested but not returned by hospital

Event description:
It was reported the patient underwent an initial shoulder procedure approximately 14 years ago. Subsequently the patient has been indicated for a revision to be converted to a reverse for unknown reasons, however, a revision has not been reported. No additional information available at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.